Event description:
At approximately 0832, while surgery was being performed, the instrument broke into many pieces. The handle of the instrument broke into several pieces and many of them fell into the patient's wound. The surgeon irrigated the wound very well and manually removed all visible pieces. The surgeon stated that he can not be sure that all of the pieces are removed. The instrument was removed from the field, inspected by myself, and the synthes rep. A photo was taken of the instrument and it was transported to the sterile processing department (spd). The manager of spd was notified. The nom of surgery was also notified. We are unable to return this equipment.device #1is this a laboratory device or laboratory test?no.